Manufacturer narrative:
Event date is estimated.

Event description:
It was reported the patient controller received an elective replacement indicator (eri) message. The patient plans to have the ipg replaced at a later date to rectify the issue.

Event description:
Additional information was received indicating the patient underwent a system replacement surgery on (B)(6) 2023 (manufacturer report number 3006705815-2023-00658) in which the ipg was explanted and replaced. Therapy was restored post operatively.

Manufacturer narrative:
A ¿replace generator / the generator has reached the end of its service¿ warning message was reported to abbott. As a result, the patient¿s ipg was explanted and replaced. Therapy was restored. The device was not returned for analysis; however, logs and/or assessment report were assessed and indicate that the battery voltage level of the device is within specifications to trigger the eri indicator. Based on the information received, the cause of the reported incident is consistent with the battery nearing end of life.